Event description:
Consumer reports problems with their cobranded logic and has been running comparisions against their friend's meters (competitive). Analysis run on clark error grid using competitive reading (159) as ref. Point vs. Bd reading (22) yielded data points in the c range of the grid, outside acceptable limits.